Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. A review of x-rays dated (B)(6) 2011 show the right sided rod fractured at l3/4.

Event description:
It was reported that the pt underwent a procedure to revise a broken posterior rod on the right side. X-rays taken approximately 6 months post-op showed the right-side rod that joins the two ends of the old rods is broken in its mid-portion just below the l2-3 junction. The pt. Then underwent additional surgery to revise the fractured rod.